Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter slipped out of the pt revealing the cuff and silver ion. The catheter wall pulled and replaced.